Manufacturer narrative:
The incident device has been rec'd and is under eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a breast reconstruction, two surgeons were working on a pt simultaneously. The general surgeon was activating his pencil for long periods of time and laying the pencil directly on the pt's chest. He noticed three burns on her chest 2 inches long and claimed it was self activating. The burns were described as not bad but the hospital did not report what, if anything, was used to treat the injury. They also had a plastic surgeon look at the burn but did not report what, if anything, was done. The site did report that the pt has been seen recently and is doing well. A 2nd pencil (see MFR report # 1717344-2009-00674) was opened and they claim the pencil was activating without pressing any buttons. They report hearing an activation tone. The nurse checked the foot pedal and it was clear. The pencil in use by the plastic surgeon was reported as not being active at the time.